Event description:
Health care professional (hcp) report 1 patient reaction with the psn (polysnthane) membrane. The incident occurred in the first 5-10 minutes of the pt's hemodialysis treatment. The pt complained of not feeling well, restlessness, nervousness and was uncomfortable. The treatment was discontinued at the time of the incident, and no blood was returned with an estimated blood loss of 250cc. The treatment was resumed with an alternate membrane and symptoms improved within one hour. Pt has fully recovered per the hcp.